Event description:
The customer reported the system failed to boot up. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The single board computer, system interface, and image processor were replaced. Also, the software and configuration files were reloaded. The system was then found to be operating as intended.